Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a female patient underwent an ischemic ventricular tachycardia ablation procedure with a thermocool® smart touch¿ electrophysiology catheter. During the ablation phase, there was a drop in blood pressure of the patient. A cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was performed and 400 cc of fluid was removed. In addition, a pericardial window was performed. The patient was reported to be in stable condition. The patient fully recovered with no residual effects. There is no further information about the hospitalization. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
(B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a female patient underwent an ischemic ventricular tachycardia ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac tamponade which required pericardiocentesis and surgical intervention. During the ablation phase, there was a drop in blood pressure of the patient. A cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was performed and 400 cc of fluid was removed. In addition, a pericardial window was performed. The patient was reported to be in stable condition. The patient fully recovered with no residual effects. There is no further information about the hospitalization. Physician did not provide a casualty opinion on the event. Transseptal puncture was performed. Ablations had taken place prior to noticing the cardiac tamponade. There was no evidence of steam pop. Flow setting was nominal for smart touch 17ml and 30ml. Graph, dashboard, vector and visitag force visualization features were used during the procedure. Visitag parameters were range 3mm, time 3 seconds, force over time 25% for 3g, tag size 2mm and color option impedance. There were no error messages observed on biosense webster equipment during the procedure.